Event description:
Vns patient was experiencing hoarseness, dysphagia, dyspnea and dizziness three days post-implant. Stimulation had not yet been initiated at time of in initial report. Treating neurosurgeon indicated that all symptoms except for dizziness were probably due to intubation and post-operative swelling and that the dizziness may be atrributed to low blood pressure. Further follow-up with epileptologist revealed that the patient's throat is scarred. The patient continued to complain of hoarseness after stimulation was initiated but has not yet been diagnosed with vocal cord paralysis. Epileptologist plans to refer the patient for evaluation by an ent if symptoms persist at time of next office visit.